Manufacturer narrative:
Corrected h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, product lot/serial number: unknown, product type: compression loading system (cls). Product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was being implanted as an elective procedure. After final release of the valve, there was moderate aortic regurgitation (ar) present as well as some under-expansion in the cusp overlap projection. The decision was made to post-dilate the valve with a 22mm true balloon. Immediately after post-dilatation, the valve dislodged above the annulus. The valve was snared to a safe position while a new valve and delivery catheter system (dcs) were prepared. A second valve was successfully loaded and implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. Patient¿s executive summary was not provided for anatomical review. Evidence s upports that the valve dislodged during the post implant dilation. The evolut appeared to have moved from its original position mid balloon inflation. Of note, angiogram after deployment of the first valve was not provided thus it is not possible to validate adequate depth. It was reported that the dislodged valve was snared, and a second valve was implanted. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-implant balloon aortic valvuloplasty (bav) was performed. The patient had annular calcium extending into the left ventricular outflow tract (lvot) and mitral annular calcium that contributed to the dislodgement. The deployment starting point was at the bottom of the pigtail. Prior to the valve dislodgement, the valve was at 1 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). After the dislodgement, the valve was approximately 5 mm above the annulus.